Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air bubbles in the luer part of the sheath were encountered. During aspiration of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, air bubbles were observed in luer part of the sheath. Health care professional (hcp) immediately checked if stock port was properly connected, everything was fine and there was no physical damage on the sheath. For safety reasons hcp took the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large out and exchanged it for different one. The surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments were generated. There were no patient consequences.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air bubbles in the luer part of the sheath were encountered. During aspiration of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, air bubbles were observed in luer part of the sheath. Health care professional (hcp) immediately checked if stock port was properly connected, everything was fine and there was no physical damage on the sheath. For safety reasons hcp took the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large out and exchanged it for different one. Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and backpressure test of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)